Manufacturer narrative:
When the problem was reported to olympus technical support, the problem was not occurring and no problems were found upon troubleshooting the issue. After follow up with the user facility, to confirm resolution, the user facility reported to olympus technical support that the problem was not occurring. An assignable cause for the observed phenomenon could not be determined based on the available information.

Event description:
A user facility reported to olympus that when switching out the scope between procedures, the "air on" indicator remained lit and could not be turned off. Additionally, the lamp on indicator behaved in the same manner. After switching out the cart to proceed with the procedure, it was noted the air-standby and lamp-standby lights were flickering on/off. The problem, as reported to olympus, was first identified during a colonoscopy procedure. The scope was changed to a pediatric scope and the intended procedure completed using the same device with a delay of 10 minutes. The patient was not under general anesthesia when the delay occurred. An olympus, cv-190, video processor was used in combination with the suspect device. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is unknown. The occurrence could have been caused by the following: if the scope was not connected at the time of occurrence, air on and lamp on indicators are blinking product specifications, which means that the operation was different from the product specifications. Since it has not occurred since then, it is likely that an accidental failure of the front panel occurred temporarily. If the scope was connected at the time of occurrence, it is likely that it was caused by an accidental failure of the front panel temporarily, or the user did not push the button of the front panel completely. If the scope is unplugged while the pump is on and lamp is on, air stby and lamp stby indicators are flashing, and it is likely that the instrument is operating as specified. Keyboard locks are used to lock the keys on the keyboard connected to cv-190 and are independent of the front panel of clv-190.